Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possibly inappropriate shock due to the implantable cardioverter defibrillator (ICD) detecting an episode of supra ventricular tachycardia (svt) as ventricular tachycardia (vt). Additionally, the right atrial (ra) lead exhibited intermittent undersensing. The lead and ICD remains in use. No further patient complications have been reported as a result of this event.